Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by MFR: device was not returned to manufacturing facility.

Event description:
It was reported physical damage of the air-in-line sensors. The device components are being replaced by the hospital's biomed. The product issue was reported to bd associate during site visit. There was no patient involvement.

Manufacturer narrative:
Additional information : imdrf annex a code.

Event description:
It was reported physical damage of the air-in-line sensors. The device components are being replaced by the hospital's biomed. The product issue was reported to bd associate during site visit. There was no patient involvement.